Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 6/2/2022, it was reported by a sales representative via phone that an ar-1938bc biocomposite suturetak sutures, inside of the anchor, broke during insertion. All broken fragments were retrieved and another ar-1938bc biocomposite suturetak was used. While also using an ar-3636h self bunching 1.8 knotless hip fibertak the same thing happened, the sutures broke during insertion. Surgeon was able to remove all broken fragments and used another ar-3636h self bunching 1.8 knotless hip fibertak. This was discovered during a hip labral reconstruction (B)(6) 2022. No further issues has been reported.